Manufacturer narrative:
The device was requested and has been returned to the manufacturer. Confirmation testing showed the meter to be operating within specification. The test strip lot DHR was referenced and the lot cleared qc for release. The owner's guide and previous field returns have been reviewed. There is no evidence from previous field returns the event was caused by a meter malfunction. Based on the information provided, neither the root cause of the high values nor the hypoglycemic episode can be determined. Environmental factors, medical conditions, and testing practices could have contributed to the discrepant values. Insulin, diet or physical activity could have contributed to the hypoglycemia. No corrective action will be performed because no system error can be confirmed. This event will continue to be trended.

Event description:
The caller reported the kroger premium meter to be measuring too high compared to the patient's symptoms. The patient had been using the meter for a little more than a year. On (B)(6) 2017, before lunch, he checked his blood sugar and got 139 mg/dl. However, he felt symptomatic for hypoglycemia. He was a with retired nurse who thought he was hypoglycemic. She called 911 and gave him orange juice. An ambulance took him to an emergency room where he was treated orally with liquids containing sugar. Afterward, he had a sandwich and his blood-glucose was measured with a calibrated hospital meter which read 371 mg/dl. The kroger premium meter read 564 mg/dl at the same time. He was sent home with a new kroger premium meter. A comparison between his old and new meters showed the old meter to be measuring about 70 mg/dl higher than the new one.